Event description:
It was reported that this device exhibited a battery depletion (bd) error. The device has been implanted greater than eight years. A review of device downloaded memory was done by technical services. There is sufficient capacity to deliver six shocks with charge times less than fifteen seconds if the device is replaced within ninety days. The device remains implanted, however technical services recommended explant. There were no adverse patient effects.